Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female had a mentor smooth round moderate profile 275cc saline prosthesis placed and experienced deflation post procedure. As a result, the prosthesis was replaced with a mentor smooth round moderate profile 275cc implant on (B)(6) 2018.

Manufacturer narrative:
Additional information was received on 6/4/2018. The patient experienced pain in addition to deflation. The deflation was confirmed during explant. The patient's condition is improved. Additional information was revealed from the product investigation on 6/15/2018. The lot number has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/15/2018 the lot number of the impacted product was revealed through the investigation of the impacted product, and is located in this report. The device history record (DHR) of lot number 266784 was reviewed on 7/3/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 7/4/2018. Device evaluation summary: it was reported that a (B)(6) female had a mentor smooth round moderate profile 275cc saline prosthesis placed and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 2.6 cm on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).